Event description:
It was reported to nova biomedical that the consumer's blood glucose meter is missing the last digit in the lcd screen. The meter in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.